Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been several months since they noticed that it's "taking longer to charge" the implant and needing "frequent charging". Pt added that the controller did something weird when the screen started to show a different date in december. Pt did not have the external device with them during the call. Pt mentioned that the external device is still working. Agent reviewed the need to do troubleshooting with the device. Pt then mentioned that they received a call from a manufacturer representative (rep) and stated the call was "really hard to understand". Pt believed that they're nearing the end of service and wanted to reach out to a surgeon or rep. Pt mentioned their surgeon already retired and did not confirm any managing health care provider (hcp). Pt provided historical event wherein they "saw somebody a couple of yrs. Ago" and did a "check-up and xray" to their neurostimulator; during this they believed that the rep was there. Pt believed that the device needs to be replaced. Agent reviewed information with pt. Agent sent email to rep for visibility and physician listing.